Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and an infrarenal extension. . On (B)(6) 2017, endologix was made aware that the bifurcated stent has completely collapsed (buckled) in the aorta with minimal distal flow (occlusion). On (B)(6) 2018, the physician elected to implant a suprarenal extension and infrarenal extension to resolve this event. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported event of an occlusion and buckling of the main body (bifurcated stent graft) rather is was an occlusion and bucking of the cuff (vela infrarenal). Clinical also discovered a 1a endoleak with migration. The most likely cause of the buckled/occluded cuff (vela infrarenal) was the probable cuff migration back into the main body stent. The cause of the initial migration could not be determined due to lack of medical images surrounding the pre implant and the implant procedure. However, this migration resulted in a proximal loss of seal (type 1a endoleak). The patient was reported as doing well after a successful secondary endovascular procedure. There have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).